Manufacturer narrative:
Device is a combination product. A2: age at time of event: above 18 years and older. Device evaluated by MFR.: synergy ous mr 3.00 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The stent had dislodged from the balloon and was located proximal to the proximal balloon bond along the length of the shaft polymer extrusion. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 14.5cm distal to the distal end of strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 82% stenosed, 2.89mm x 46mm, eccentric, target lesion with a bend of >45 degrees was an area of restenosis located in the severely tortuous and severely calcified right coronary artery. A 3.00 x 48mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted the stent was not able to cross the guideliner and the hypotube of the catheter was fractured 92-96cm from the hub. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: above 18 years and older.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 82% stenosed, 2.89 mm x 46 mm, eccentric, target lesion with a bend of >45 degrees was an area of restenosis located in the severely tortuous and severely calcified right coronary artery. A 3.00 x 48 mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted the stent was not able to cross the guideliner and the hypotube of the catheter was fractured 92-96 cm from the hub. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.